Event description:
Information received from affiliate. This information indicates a pt was wearing acuvue advance contact lenses (cl) and diagnosed with central corneal erosion and opacity in the os. The report stated that the pt began wearing the cl "last spring". The pt was using complete cl solution by advanced medical optics. The report stated that in 2007, the pt's eye was bloodshot and painful. The pt was experiencing discomfort and was unable to open the eye. The pt consulted an eye care professional (ecp) and was diagnosed with corneal swelling, erosion and central corneal opacity. The ecp referred the pt to a hospital because the symptoms were severe and the pt's "cornea seemed to be infected by amoeba". The treatment regimen included levofloxacin eye drops, ofloxacin eye ointment and oral antibiotics (x3 days ). The pt's bcva on the same day was 20/17. The pt visited a hospital on the following day and was diagnosed with central corneal erosion of the os that covered a small portion of the pupil. One day later, the pt revisited the hospital and the eye was "much better at that time". The pt was instructed to visit a nearby clinic for the next follow-up appointment. During a clinic visit in 2008, the ecp stated that os "irritation and swelling have subsided", although "slight opacity still remained in the cornea". The pt was instructed to continue eye drops but to discontinue use of ofloxacin eye ointment. Due to the course of the disease process, the ecp denied acanthamoeba infection. A culture test was not performed. Four days later, the ecp reported that white turbidity was still observed in the pt's os. The pt's bcva was 20/17. A lot history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. MDR reportable events are reviewed in quarterly management review meetings. We will report any additional information within 30 days of receipt.

Manufacturer narrative:
No conclusion can be drawn.